Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia potentially coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was diagnosed with the hernia before or after the start of apd therapy. On an unreported date in the same month that this report was received, the patient had surgical repair for the hernia. The cause of the hernia was unknown. The location of the hernia was the lower right umbilical. It was not reported if the patient was hospitalized for the hernia. It was unknown if the hernia worsened with therapy. At the time of this report, the patient was recovered from the hernia. Dianeal therapy was ongoing. No additional information is available.